Event description:
A us distributor contacted zoll to report that a patient passed away at home while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received one inappropriate treatment in response to CPR/motion artifact. At 14:34:40, the patient's rhythm was sinus tachycardia at 100 bpm. At 14:37:00, the patient was in an idioventricular rhythm at 20 bpm. At 14:55:40, the patient's rhythm was asystole. From 15:02:21 to 15:05:07, the patient's rhythm was intermittently asystole with CPR/motion artifact. At 15:05:35, the patient received the inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown as it was obscured by CPR/motion artifact. The patient's post-shock rhythm was unknown as it was obscured by CPR/motion artifact. At 15:05:45, the device was shutdown. Per continuous ECG recording, the patient's last rhythm was unknown due to being obscured by CPR/motion artifact from approximately 15:05:07 until the device shutdown at 15:05:45 on (B)(6) 2021. The patient passed away on (B)(6) 2021.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away at home while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received one inappropriate treatment in response to CPR/motion artifact. At 14:34:40, the patient's rhythm was sinus tachycardia at 100 bpm. At 14:37:00, the patient was in an idioventricular rhythm at 20 bpm. At 14:55:40, the patient's rhythm was asystole. From 15:02:21 to 15:05:07, the patient's rhythm was intermittently asystole with CPR/motion artifact. At 15:05:35, the patient received the inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown as it was obscured by CPR/motion artifact. The patient's post-shock rhythm was unknown as it was obscured by CPR/motion artifact. At 15:05:45, the device was shutdown. Per continuous ECG recording, the patient's last rhythm was unknown due to being obscured by CPR/motion artifact from approximately 15:05:07 until the device shutdown at 15:05:45 on (B)(6) 2021. The patient passed away on (B)(6) 2021.